Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was returned for evaluation. Assessment found no failure of the device. However, the video provided indicates there were shiny spots due to general wear and light reflection and (biocompatible) assembly grease residues were found. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to design and has been escalated to a CAPA.

Event description:
It was reported that the robotic assisted saw handpiece device had an area where the saw blade is clamped into the saw handpiece using a borescope some substance was detected they think may be bioburden. During an in-house engineering evaluation, it was determined that the had a liquid leak. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.